Manufacturer narrative:
The clip applier has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of dislodged nose cover to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have a dislodged nose cover from the proximal end. The nose cover was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the bottom plate fell out off of the instrument when taking out of sterile wrapper. The instrument was removed and replaced with new instrument. The procedure was completed with no reported injury.